Event description:
Pharmacist reported that a pump used by a client was alarming for a low battery. Reported that patient was connected (no patient information provided). No serious injury, illness or medical intervention was reported. However, feeding was interrupted/delayed for approximately 6 hours.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source. In this case, the reporter did not provide the required information.